Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the reporter (mother) reported that while on vacation in mexico, the patient developed stomach pain and vomiting after returning from sightseeing. The reporter stated that the family had only been walking and that the patient had not engaged in strenuous activity. Symptoms reportedly began at approximately 1:00 pm. At symptom onset, both the dexcom cgm and omnipod 5 insulin pump displayed a glucose value of approximately 140 mg/dl. After the patient finished vomiting, the reporter performed a fingerstick bg at home, which measured 296 mg/dl. The reporter provided food in an attempt to alleviate the patient's symptoms, but no improvement was noted. The reporter contacted the patient's physician and was advised to seek medical evaluation at the nearest hospital. The patient subsequently presented to a hospital arriving at approximately 4:40 pm. At the hospital, two fingerstick bg measurements were performed. The first fingerstick bg measured 148 mg/dl while the dexcom cgm displayed 58 mg/dl. During the second assessment, the dexcom cgm remained at 58 mg/dl while the fingerstick bg measured 96 mg/dl. The patient received one bag of intravenous fluids and an unspecified orange-colored intravenous medication or solution intended to help normalize glucose levels; however, the medication name and dosage could not be recalled. The patient remained under observation for approximately three hours. Prior to discharge, a final fingerstick bg measured 167 mg/dl. The reporter recalled that the dexcom cgm reading was within normal range at that time but could not remember the exact value. At the time of reporting, the patient had returned home, resumed normal daily activities, and was described as feeling ¿fine.¿ data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.